Manufacturer narrative:
Complaint conclusion: the sealant of a 5f mynxgrip vascular closure device (vcd) attached to the advancer tube after removing the device. There was no reported patient injury. Multiple attempts were made to obtain more information without success. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was disengaged from the black handle with stopcock closed, the advancer tube and sealant were observed to have been deployed on the catheter shaft, covering the balloon proximal tip as received. The procedural sheath and syringe were not returned with the device. The condition of the returned device indicates an incomplete removal of the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the shuttle cartridge was manually retracted, and the advancer tube was found properly engaged to the distal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed during analysis of the returned device. The exact cause of the sealant stuck to the device components could not be conclusively determined. Procedural factors, such as overtamping, and failure to follow the instructions for use (IFU), may have contributed the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. It should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the phr review, nor the product analysis suggests that the reported failure event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) attached to the advancer tube after removing the device. There was no reported patient injury. The device is expected to be returned for analysis.